Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after trying different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Customer was informed that a replacement pump with updated software would be sent, with instructions provided for returning the faulty pump and training available in their tandem source account.